Manufacturer narrative:
The results of the investigation concluded the catheter met specifications for electrical and temperature testing, and functioned per requirements during an ablation simulation test with no functional anomalies noted. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported perforation remains unknown as the event could not be confirmed. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During an ablation procedure for premature ventricular contractions originating in the right ventricular outflow tract, a pericardial effusion occurred. Following the procedure, an echocardiogram was performed which revealed a cardiac perforation. A pericardiocentesis was performed and heparin reversed with protamine administered to stabilize the patient. There were no performance issues with any abbott devices. Related manufacturing reference: 2182269-2017-00033, 2182269-2017-00034.